Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that during a tpn infusion, the line was noted to be sticky and on closer inspection a crack was identified from the accuslide. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of a crack on the accuslide was confirmed. Visual inspection observed two vertical cracks (approximately 7mm and 17mm long) running along the length of the front of the accuslide component. Functional testing was performed; fluid was leaking from the cracks on the accuslide component. The root cause of the cracks on the accuslide was not identified.